Event description:
It was reported to boston scientific corporation that a precision speedtac transvaginal anchor system was being used for a transvaginal sling procedure in 2009. The anchor broke off the suture and the anchor holder on the device was observed as bent coming out of the package. This was found prior to attempting placement in pt. The procedure was successfully completed with another precision speedtac transvaginal anchor system. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determined the relationship between this device an the cause for this event.